Event description:
A 1.5 mm x 6 mm sprinter rx dilation balloon catheter was inserted into a patient, for the treatment of an unknown lesion. The lesion morphology was not reported. The sprinter was advanced to the lesion site successfully. The physician attempted to inflate the balloon and the balloon would not inflate. The device was removed from the patient. An unknown balloon and a stent were used to complete the case. No clinical sequelae were reported and there was no injury to the patient. Evaluation summary: medtronic has received the device and its analysis has been completed. The folds on the un-inflated balloon were slightly open. There was no damage noted to the catheter. The distal tip was damaged, indicating that it may have been stubbed against something, as the balloon was advanced to/across the lesion. Negative purge confirmed the presence of a leak. A tear was located distal to the marker band on the working length of the balloon. The nature of the tear suggested that there may have been calcified plaque present at the lesion site, which tore the balloon material, as the balloon was being positioned across the lesion. However, this cannot be confirmed as the physician cannot remember details of the patient lesion morphology. Communications from the field confirmed that the balloon did not inflate, indicating that the tear may have occurred as the balloon was advanced to/across the lesion. Additional information received from the account confirmed that the device was inspected and negative prep completed prior to use with no issues noted. Please note that this device (lot number 0000607860) is distributed outside the united states.

Manufacturer narrative:
Results: the root cause could not be determined.